Manufacturer narrative:
Investigation summary: bd received 4 photographs for investigation. Evaluation of the photos indicates evidence of red cell hang up. A total of 100 retained samples were visually inspected, and factors related to red cell hang up were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of january 2026, therefore additional testing was indicated. Factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that red blood cells adhering to the tube walls. This occurred in 60 devices. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that red blood cells adhering to the tube walls. This occurred in 60 devices. No patient impact reported.